Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhhibited oversensing resulting in pacing inhibition.